Event description:
Procedure type: according to the reporter: using the articulated load, the stomach was cut and not stapled causing the stomach to be open and heavy bleeding. The surgeon manually sutured the affected area and higher doses of antibiotics than are typically necessary were administered. "Y for the incident did not occur." There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).